Event description:
The hcp reported the pump was explanted after an implant duration of 41 months. The reason for the explant was questionable battery depletion. The pump was replaced and returned to the manufacturer for analysis. A follow up report will be sent when additional information is received.